Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor ¿died¿ on the motor device. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was heating up fast and made an unusual noise. It was determined that this was due to a snapped drive shaft and loud motor bearings. It was further determined that the locking mechanism components were damaged due to the snapped drive shaft. The assignable root cause was determined to be due to wear from excessive force from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to further investigation, the evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition confirmed. During evaluation it was observed that the device was heating up fast and made an unusual noise. It was determined that this was due to a snapped drive shaft and loud motor bearings. It was further determined that the locking mechanism components were damaged due to the snapped drive shaft. The assignable root cause was determined to be due to wear from excessive force from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.